Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt trunk cable connector was damaged, severing all of the wires in the connector. The root cause for the damaged trunk cable connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).